Event description:
Consumer reported via phone that the tampon applicator broke and she was unable to insert it properly. No injury was reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.

Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer reported via phone that the tampon applicator broke and she was unable to insert it properly. No injury was reported.